Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue on (B)(4) 2014. The fse completed a system checkout for blown line-in fuses. Replacement fuses were put in the side tray of mvs. The imaging system was tested and passed, and functions as intended. It was put back into use. No fuses were sent back to manufacturer so no evaluation could be performed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A hospital representative called and reported when they tried to power on the mobile view station (mvs) the green line power light did not turn on, they tried multiple outlets, no change. There was no patient present when this issue was identified.